Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. The patient presented in clinic and provocative testing was performed and no anomalies were noted. No further intervention was performed. The patient was stable and will continue being monitored.